Event description:
It was reported that on (B) (6) 2008, the patient went to the clinic for a routine visit, where the patient reported that since (B) (6) 2008 she has no longer been able to hear with her device. According to the surgeon, it seems that the active electrode is located outside the cochlea. Testing was carried out on (B) (6) 2008 which showed all the electrode channels with status high.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.